Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the stopcock on a clearlink stopcock set broke at the distal end of the set. The reporter noted that no "undue pressure" was used while tightening the stopcock. It is unknown what process step this malfunction was observed and the patient involvement is unknown. There was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. The sample was not available for evaluation.